Event description:
The complainant reported that the tube-clamp was closed, but the pump gave no alarm over several hours. It was reported that a pt was not fed for several hours. The pt developed hypoglycemia (blood glucose was <49 mg/dl). It is unk if any other sign or symptoms occurred in this case. The health care provider gave the pt glucose and the pt's condition improved (blood sugar 136 mg/dl).

Manufacturer narrative:
Device was received in house and is currently under evaluation.